Event description:
Dealer stated the boom bend at the weld where the pump connects to the boom.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.